Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented recurring incontinence and urethral atrophy, it was reported that now the cuff was too big for the patient. It was reported that the patient had a history of radiation therapy. The aus was explanted, replaced, and the cuff was sized down. There were no additional patient complications reported.

Manufacturer narrative:
B3 approximated. D4 unique identifier (UDI) for pump: (B)(4). D4 unique identifier (UDI) for balloon: (B)(4).